Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had shot or squirt insulin out of infusion set when priming. Insulin pump had diminished battery life and batteries were lasting five days. The insulin pump had battery failed alarm and rejected brand new batteries. There was crack going down the back along the clip. There was need to reset time and date. The piece where the battery went was chipped. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.